Event description:
Account alleged that while the pt was in the sling, the attendant left the side of the pt briefly. When the attendant walked away, the pt began kicking and continued to increase the amount of kicking until she flipped and hit her head. Account stated at the time of the incident, there was only one attendant available. The lift remained in normal operational position and the sling was still attached to the sling bar. Account stated the pt was treated and received stitches.

Manufacturer narrative:
The lift was tested and found to operate correctly. The sling bar was missing the safety latches at the time of the event, but they have since been replaced. Account stated they plan to continue use of the lift as they feel the problem is directly related to actions of the pt. Instruction guide 7en150104-02 for this lift states: never leave a pt unattended in a lifting situation.